Manufacturer narrative:
The following information has been corrected: b.5 describe event or problem: it was reported that the bd insyte¿ autoguard¿ shielded IV catheter 22ga 1.00in (0.9 x 25 mm) experienced the catheter adapter/hub along with catheter prematurely sliding off the needle during use. The following information was provided by the initial reporter: when removing a needle shield before use, the catheter was separated from the hub. F.10 device codes: 1421.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter 22ga 1.00in (0.9 x 25 mm) experienced the catheter adapter/hub along with catheter prematurely sliding off the needle during use. The following information was provided by the initial reporter: when removing a needle shield before use, the catheter was separated from the hub.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter 22ga 1.00in (0.9 x 25 mm) experienced a catheter that broke/separated from hub during use. The following information was provided by the initial reporter: when removing a needle shield before use, the catheter was separated from the hub.

Manufacturer narrative:
Investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one 22ga insyte autoguard IV catheter unit without packaging. The unit consists of the catheter adapter assembly within the protective needle cover and the needle hub assembly fully retraced within the safety shield (barrel). In addition, six photographs were received which displayed similarities to that of the returned unit. Through the visual/microscopic evaluation of the received unit, the catheter adapter assembly is incorrectly oriented and lodged inside the needle cover. The tab at the adapter is damaged (smashed), and there is damage to the opposite side at the bottom of the luer. There is corresponding damage at one of the ribs inside the protective needle cover. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a probable manufacturing process related issue for the reported defect relating to a misoriented adaptor or a misoriented needle shield. A device history record review could not be reviewed as the lot number was unknown.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter 22ga 1.00in (0.9 x 25 mm) experienced a catheter that broke/separated from hub during use. The following information was provided by the initial reporter: when removing a needle shield before use, the catheter was separated from the hub.